Manufacturer narrative:
Device not returned in spite of several attempts to retrieve the involved device. Device history and repair history checked.

Event description:
On 08 nov 2019 it comes to gnh awareness that an end-user had an allergic reaction, showing as blistering, oozing and inflammation, to one of our devices after it has been returned from repair. It is known that the end-user is allergic to adhesives, among other things. On 11 nov 2019 it comes to our knowledge that the end-user will see an ent and will restart medicament treatment from first time allergic reaction. (Our ref. (B)(4), (B)(6) 2019, where it was not mentioned anything about seeing an ent or medication, hence no MDR reporting). As per today we haven't received any pictures of the allergic reaction, neither received the device for investigation despite several attempts. The hcp requests a material and build reports for the device, prior returning the device to gnh for investigation. Gnh has from the hcp requested a list, of materials that the end-user is allergic to check gnh materials against. This is per today not received. And further gnh has informed the hcp that regarding the differences of the original device versus the one returned from repair; we cannot confirm with certainty what the cause of the end-user's reaction was until we are able to conduct the proper testing of the device. Gnh do not manufacture our devices in a clean room, nor do we have sterile devices or process them aseptically. However, we can document the biocompatibility. The communication with the hcp (end-user) is still on-going.